Manufacturer narrative:
D.10 device available for eval yes, returned to manufacturer on: 2020-05-11. H.6. Investigation summary: five samples and three photos were provided to our quality team for investigation. The product was visually inspected and red adhesive tape was observed on the paper blister. A device history record review did not reveal any documented quality issues during the production of lot number 1908280 that could have contributed to this incident. This adhesive tape is used in the packaging process when a paper roll is changed, the operator attaches the empty roll to the new roll using this tape. There is a detector in the packaging machine to identify this union and automatically send this portion of paper to a rejection ramp. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the root cause of this incident is likely related to a failure in either the detection system or rejection ramp. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that 5 syringes 20ml e/t experienced a damaged or open unit package/seal where sterility of the product was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: recent supply of 20ml bd plastipak came with several syringes in questionable packaging.

Manufacturer narrative:
Device expiration date: unknown. Medical device lot #: an invalid lot # of 1908290 was provided by the initial reporter. As the true lot # involved can not be verified, it has been listed as "unknown". A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 syringes 20 ml e/t experienced a damaged or open unit package/seal where sterility of the product was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: recent supply of 20 ml bd plastipak came with several syringes in questionable packaging.